Event description:
Customer reported experiencing glucose readings of 30 mmol/l. Customer stated that they have also been feeling ill have ketones. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A no delivery alarm was noted in the alarm history. The high pressure test was also performed and passed. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.